Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that, during an unrelated surgical procedure, the reservoir of this inflatable penile prosthesis (ipp) was punctured, resulting in fluid loss. A revision surgery was later performed, during which the device was removed and replaced with a malleable implant. No patient complications were reported.